Manufacturer narrative:
Device evaluated by MFR: returned product consisted of solent omni thrombectomy system with no other devices. Blood was on the device. The pump, shaft, and tip were microscopically and visually examined there were numerous kinks throughout the device. Functional testing was performed by placing the device in the console. Functional testing also showed a leak at the male connector with female luer. It was also observed the fluid was leaking from the boot. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause of the reported difficulty is a design constraint of the product and handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni was selected for a thrombectomy procedure in the right common external femoral iliac vein. Aspiration was initiated inside the body. However after 5 minutes, a "physiologic serum" error message was displayed. Aspiration stopped and they stopped using the catheter. There were no patient complications and the patient's condition was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni was selected for a thrombectomy procedure in the right common external femoral iliac vein. Aspiration was initiated inside the body. However after 5 minutes, a "physiologic serum" error message was displayed. Aspiration stopped and they stopped using the catheter. There were no patient complications and the patient's condition was good.